Event description:
(B)(6) fasciablaster, causes harm, gained weight and can't lose it due to hormonal changes due to following instructions from a person who doesn't even hold a license in any way and gives medical advice on many issues. She also states that this product works on everything 100 percent false advertising. No longer using the fasciablaster. Exercise and diet to lose weight and can't.